Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012085625 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issue. The performance test with the sentinel blackbelt leak tester was performed. The pressure test with the 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.02397 psig. The flushing test with six psig showed the pressure decay in the device was 0.00713 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00418 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the clinical issues of hematoma and hypotension occurred during the procedure. There is no indication of a relation of the adverse events to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the atrial septal puncture with the balloon catheter and sheath. The patient developed a hematoma at the puncture site in the groin. The patient became hypotensive. As a result the case was aborted, the patient was not under general anesthesia. The balloon catheter and sheath were withdrawn and the puncture site was pressed and bandaged. The patient's blood pressure than rose. The patient was returned to the ward and observed. Five hours later, the patient's blood pressure returned to preoperative levels. The patient recovered the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID:afapro28 product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that the patient's puncture site was pressed by hand and the patient's hospitalization was not extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.